Event description:
Patient passed away between (B)(6) 2018. Mdo was not aware of this prior to scheduling medication. She did not know the exact day of death. Dose or amount: 10 mg milligrams. Frequency: other: weekly for 3 weeks. Route: intra-articular. Therapy start date: (B)(6) 2018. Diagnosis or reason for use: osteoarthritis.